Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch #253c14. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr45b reload was received unfired with the staple retainer placed on the reload and it was broken on the distal end. The condition of staple retainer does not have a functional impact on the reload additionally, the returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the damage noted on the staple retainer was due to improper handling. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ecr45b with lot number 295c37; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 253c14, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure and before used on the patient, it was observed that the retaining cap on the device was broke. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.